Event description:
While treating a pt with the model 3100a, the operator reported a rise in the mean airway pressure and a simultaneous drop in the oscillatory pressure, both of which coincided with turning on their humidifier. The pt was placed on another 3100a without compromise.